Manufacturer narrative:
Updated block: h6. The reported complaint was confirmed. It was found that the perfusionist had the pump set to stop once the pressure alarm was reached and thought it was set to coast. Once the pump is stopped, it must turned back on again before the speed can be changed. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Manufacturer narrative:
The field service representative (fsr) verified that the centrifugal system and pressure module performed as configured. Both units operated to the manufacturer's specifications. Per data log analysis of the pressure logs, calibration was performed with the sensor open to air. The alert was set to 250 mmhg, alarm was set to 360 mmhg. After several pressure alerts with a message only response the customer increased the pressure alert to 350 mmhg at 11:43:52 am. The next pressure event was the pressure alarm (>360 mmhg), at 01:10:57 pm. Still no indication of a system 1 problem. Per data log analysis from the system log and centrifugal log: (B)(6). The arterial was set to stop, not coast as reported. This may have caused some confusion in trying to increase speed after the stop. There is no indication of a system 1 problem in the log.

Event description:
It was reported that during use of the device for a cardiopulmonary bypass (cpb) procedure, a high line pressure alarm occurred causing the arterial centrifugal pump to coast. There was then no flow to the patient and a backflow alarm occurred. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient. Per clinical review: the system was set up and primed without issue for a cpb procedure on (B)(6) 2019. Just prior to the cross-clamp removal the patient's pressure was ranging between 30 and 40 millimeters of mercury (mmhg). The patient was placed in the trendelenburg position, and the aortic cross-clamp was removed without the perfusionist decreasing her flow or occluding her arterial line (to decrease flow). The heart-lung machine (hlm) read a high pressure alarm, notified the perfusionist, and responded per the configured response. The team used a perfusion screen that was normally used, which has the centrifugal pump stop in the event of a high pressure situation. The hlm centrifugal pump did stop and deactivate per the configured response. The team did not recall that the perfusion screen was set to stop - they recalled the configuration to be coast when a high pressure event occurs. The perfusionist clamped the arterial and venous lines and activated, then quickly deactivated the arterial centrifugal pump. She did not notice the deactivation of the pump, and opted to remove the centrifugal disposable to a manual hand crank. While hand cranking she denoted her revolutions per minute (rpms) to be approximately 2200 to 2300, with an output of only 1.5 liters per minute (l/min). Another perfusionist was asked to assist and hand cranked at approximately 3000 rpms with the production of approximately 1.5 l/min. The team was then able to activate the centrifugal pump by depressing the start/stop button and replaced the disposable back on the drive motor and resumed a normal rpm and flow output. The perfusionist estimated there was approximately one minute of no flow and approximately three minutes of low flow during the troubleshooting events. In conversation with the perfusionist, she has reported that all the hlms were now set to coast when a high pressure event occurs. It was also discussed the visual notification of rpms on the local display being an indication of activation of the centrifugal pumping system. Additionally, it was discussed the use of the manual hand crank with her, and that it is less efficient when being activated in the opposite direction, and that the arrows on the device should be used for correct notification of efficiency of flow generation. The patient did well post-surgery. There was no harm or blood loss associated with the event. The continuation of the surgical procedure occurred without issue.